Manufacturer narrative:
A steris field service technician arrived onsite and inspected the unit. The technician identified the cause of the failures were due to a high leak rate.the technician replaced two steam manifolds (s1 & s2) and a ck8 check valve. The technician tested the unit with a dart test, returned it to service, and confirmed it to be operating according to specification.the user facility staff had not noticed the status of the indicator tests and used the sterilized instruments in a procedure before re-sterilization.

Event description:
The user facility reported that their sterilizer failed two biological indicator tests. No injuries or procedural delay/cancellations were reported.